Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device required bench repair for an unspecified condition. Additional information has not been provided regarding this event. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device was dropped and required bench repair. There was no reported patient or user involvement and no adverse patient/user impact.